Event description:
The download from a female patient revealed "battery pack fault" and "battery charger fault" flags. These occurred only on one battery pack. Lifecor customer support contacted the patient and exchanged the patient's battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack had been completed. The reported problem was confirmed. The cause of the faults was defective battery cells within the battery pack. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the final download from the last patient to use this battery pack. This meant that the battery pack was used for greater than twenty-four hours. This means that the patient continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.